Event description:
During a laparoscopic appendectomy for perforated appendix and small bowel obstruction, a window was created in the mesentery and an endogia stapler with a blue bowel load was used to transect the appendix at its base. The endogia universal roticulator 30-3.5 had been inserted through a #12 trocar. After this firing, the surgeon noted a lot of small black plastic-like debris in the surgical field. All visible specks were aspirated. One was u-shaped and was successfully retrieved and removed from the patient. The "u' piece and stapler were saved. Surgery took laparoscopic photos of the specks. A second endogia white vascular load was used to transect the mesoappendix specimen. Procedure was completed and patient left surgery in stable condition. Developed small bowel obstruction unrelated to this event and return to surgery for exploratory laparotomy with lysis of adhensions. Discharged to home 9 days after first surgery in good condition.